Event description:
Pt admitted 12/29/96 for redo CABG and left endarterectomy. Surgery was uneventful. 1/2/97 pt was found unresponsive. Code called pt expired. Pt was on telemetry monitor when he arrested. Concer that alarm did not notify staff in change in pt's morphology. Alarms did activate a brady alarm and asystole alarm.